Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky, and the reverse locking mechanism was block and the device would not reverse. It was further observed that the device was worn and had a cosmetic damage, and the bearing and gear were worn. It was determined that the device had a component damage, would not run, and the moving parts did not move smoothly. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with oscillating saw attachment ii, check free movement of soft mode switch, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).